Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measuring greater than 150 ohms. Additionally, two months prior the shock impedance was measuring greater than 130 ohms and there was high capture threshold impedances. No adverse patient effects were reported. This rv lead remains in service.